Event description:
It was reported that the pt who had c1 fracture underwent a cervical procedure at o-c2 using posterior fixation. When a crosslink was being installed at c1, the center nut of the crosslink broke off. The surgeon removed the broken of center nut. He opted to leave the broken crosslink in the pt because he concerned that removing the crosslink would affect the construct and prolong the surgical time. No other complication was reported.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 7002526, 510k # k042524 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.